Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit/saturation module (h/sat) values were inaccurate when compared to the lab value, even after it had been recalibrated. The device was not changed out until after the procedure was complete. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: the hospital has reported that h/sat data of the blood parameter monitor (bpm) was consistently higher than the laboratory analyzer (germ premier 3000 analyzer). Both the hematocrit and venous oxygen saturation levels of the bpm were ten percent points higher than the lab. The color-chip test passed on boot-up and there were no error codes or fault messages. This variance in measurements continued through the entire cpb period, in spite of in-vivo recalibrations. There were no indication that medications or pt condition had any impact on these accuracy issues. These inaccurate values were obvious to the user and no treatment was administered based only on the bpm values. The case was completed successfully without delay and without associated blood loss. Nothing changed out during the procedure. There was no harm observed or reported.